Event description:
It was reported to the manufacturer by the daughter ((B)(6)), per the daughter the caregiver turned the patient on her side to change her. The patients' knees and hips fell out of the bed and the rest of her body followed. The patient landed on the floor, face down. The patient was taken to (B)(6) medical center for evaluation, x-rays and a CT scan. The patient has a hematoma on the head and nose, both eyes blackened and a cracked rib. The daughter purchased the bed and rails from (B)(4) and no patient assessment was performed by(B)(4) to determine product needed. Complaint # (B)(4) was entered into our system to retrieve the assist handles for evaluation. As of this writing, the assist handles have not been returned to joerns.

Manufacturer narrative:
Joerns sending the report to the manufacturer. The f025 assist handles were attached to the bed. F025 assist handles serial #'s=(B)(4). The mattress in-use was the (B)(4), serial # (B)(4).